Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The concentration, dose, type and lot number of baclofen was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and multiple sclerosis. The patient's medical history and concomitant me dications were unknown. On an unknown date, the patient had a complication with her health outside of her pain and the physician reduced her medication. She felt anxious that the physician had reduced her medication in the pump too much. On approximately (B)(6)2015, the patient had magnetic resonance imaging (MRI) and felt as if she wasn't getting enough medication again. The representative read her pump logs and assured the patient that it was working and the motor stall had recovered. After meeting with her doctor, the patient was happy and everything was okay. However, the patient wanted to see another pain physician at some point. No interventions were performed. No surgical intervention occurred or was planned. Patient status at the time of this report was alive with no injury. Additional information has been requested regarding drug information, patient medical history and concomitant medications, diagnostics and actions/interventions taken to resolve the issue, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.